Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Consolidated vent interface board was replaced to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in a loss of pressure support ventilation mode of mechanical ventilation during a case. There was no patient injury.